Event description:
It was reported that "patient stated they were getting shocked because the leads on the electrodes and the lead wires were too loose.

Manufacturer narrative:
As soon as the quality engineer finishes the investigation a supplemental report will follow.